Event description:
Livanova (B)(4) report that a heater-cooler system 3t displayed an error code during procedure. The affected circuit was not specified. Through follow up communication livano va learned that all pump were not running. No additional information has been provided. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the customer did not communicate yet if repair is requested for this device. A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported. Based on the available information and similar events reported from other customer, it cannot be ruled out that the most likely root cause of the reported event can be traced back to a corroded/damaged motor bearing of pumps or stirring mechanism, probably due to environmental conditions the pump has been working in. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: customer canceled service request thus no repair will be conducted on this unit.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.